Event description:
It was reported that the customer had a failed battery test. Customer cleared the alarm and removed the battery. Customer cleaned battery contacts. Customer inserted a new aaa battery after 1 minute. Customer received a failed battery test again. A replacement battery cap will be sent. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.